Event description:
Hill-rom had become aware of a pt who allegedly fell out of a flexicair mc3 low airloss therapy bed. All side rails were removed from the bed at the request of the facility. It was determined that the bed had holes in two of its cushions that caused cushion deflation but no add'l malfunction of the device was found. The pt was sent to the hospital to have a bone scan and a fracture of their lumbar was discovered but could not be determined as a direct result of the fall.